Event description:
A customer reported while using a fully charged glidescope go 2 monitor, in the middle of intubating a patient the monitor display went black after one to two minutes and would not power back on. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported incident, the facility's biomedical engineer was able to replicate the reported issue after charging the monitor overnight.

Manufacturer narrative:
The reported glidescope go 2 monitor used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported power issue. The monitor shut off after approximately one minute despite its full charge and the auto-shut down setting at ten (10) minutes. The monitor would not turn back on. The monitor failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the monitor was sent to verathon's engineering department for further investigation. A replacement glidescope go 2 monitor was provided to the customer. A supplemental report will be submitted by verathon in accordance with 21 cfr 803.56 once additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.